Event description:
It was reported that the patient's controller had gotten very hot during the night of (B)(6) 2023 while on battery power and the power readings went high. The patient reported that the controller was really hot when it was in the consolidated bag. The patient reportedly works outside and do not have an air conditioner (a/c). A discussion was made with the patient about staying cool and they were also working on getting an a/c. The log files showed the controller temperature was in normal ranges and there were no unusual events recorded in the log file event history.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller overheating was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis; however, a log file was submitted (B)(6) for review and showed events spanning approximately 4 days (B)(6) 2023 timestamp). The controller¿s internal temperature ranged from 34 - 46 degrees celsius. The internal temperature recording is strictly measured from within the controller; therefore, the external temperature is unknown and cannot be conclusively correlated to the controller case temperature. There were no other notable alarms active in the log file. A root cause for the reported events was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 instructions for use section 2 ¿ ¿system operations¿ and heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ state to not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104 degrees fahrenheit (40 degrees celsius). Additionally, section 2 explains the system controller user interface, including the display screen and all buttons, lights, and symbols. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.